Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Customer reporting that one sample tested on provue using mts abd/reverse card showed no reaction in the reverse group. Patient had no previous history at facility for sample in question. Stated provue gave results as follows: anti-a-= 2+, anti-b= 4+, anti-d= 4+, rh control =neg, a1 cell = neg and b-cell= neg. Provue interpreted results as group ab, rh positive. Customer further stated, during immediate spin crossmatch, they saw 2+ incompatibility with sample using ab units. Account then repeated the typing in tube using anti-a bioclone and saw 3+ reactivity for the a typing. Additional testing performed using anti-a1- lectin and reaction was negative. However, in repeating the reverse typing on sample, they saw 3+ positive with reverse with a1 affiramgen cell. Patient's type= subgroup of ab;probable a2b with anti-a1. Issue started on: (B)(6) 2016; reported 2/12/2016. Frequency: one patient only. Methodology used: provue/ gel. Error code: no errors received. Customer was expecting: ab positive with anti-a1 ( positive reaction with reverse cells; also expecting stronger reactions with anti-a (forward). Test repeated: yes. Tube method and saw reactions with reverse a1 cell. Qc data: daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: all reagents stored appropriately. Visual appearance before use: all reagents have a normal appearance prior to use. Ocd discuss IFU with customer and limitations, step #8. Some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better detect these weak antigens. Customer satisfied with discussion.